Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix disengaged from the helical channel. Distal conductor had blood/body fluid (not obstructed). The inner tubing was kincked/buckled. Blood was found in/on the helix/lobe mechanism (sleeve head). Tip seal observation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that after repositioning the lead, the helix would not extend. The lead was replaced. No patient complications have been reported as a result of this event.